Event description:
The revision kit tray appeared to be old, grungy, and manipulated before. The device history record showed no product holds or other manufacturing issues were associated with the device.

Manufacturer narrative:
(B)(4). Final analysis of the catheter revision kit revealed there was damage to the catheter packaging. There was no damage to the shipping box. Yet the unopened sterile package and its cover wrap both had wheat appeared to be some type of mechanical damage to them. Catheter revision kit.